Manufacturer narrative:
Device passed displacement test and self test. No unexpected flashing or flickering noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display on her pump was flashing or flickering. The customer's blood glucose level was unknown. Customer stated her pump would flash when she unlocked it like a flash from a camera and it had never done this before. Customer was calling back with blank display after receiving new battery cap. Customer reported display was flashing. Customer reported the insulin pump screen was flashing when screen was turned on after being in sleep mode. Customer stated this was not normal behavior for her pump. Customer stated this started happening about 2 or 3 months ago. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.